Event description:
Literature was reviewed regarding the choice of transcatheter aortic valve replacement (tavr) device in east asians with a small aortic annulus. The authors conducted a review of east asian tavr patient populations from other published studies, which utilized a combination of medtronic (corevalve/evolut platform) and non-medtronic (sapien platform) valve types. The following adverse events were mentioned in the article: prosthesis-patient mismatch, stroke, high mean pressure gradient (= 20 mmhg), and rehospitalization for heart failure. The authors also referenced death rates from a few of the studies they evaluated. However, no evidence was presented to suggest a causal relationship between medtronic devices and any deaths.

Manufacturer narrative:
Citation: chen yh, herrmann hc. Selecting the proper transcatheter aortic valve replacement device in east asians with a small aortic annulus. Jacc asia. 2025;5(2):322-326. Doi:10.1016/j.jacasi.2024.11.002 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.